Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis revealed no device malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced respiratory failure, cardiac arrest and subsequently died coincident with peritoneal dialysis (pd) therapy. Three days prior to the event of death, the patient was hospitalized due to respiratory failure. The cause of respiratory failure was unknown. The treatment during hospitalization was unknown. Subsequently, the patient died in the hospital. The cause of death was reported to be respiratory failure and cardiac arrest. The patient did not recover from respiratory failure prior to death. It was not reported if an autopsy was performed. One day prior to hospitalization, the patient performed therapy once with their new homechoice device. The patient was performing manual pd therapy while hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.